Event description:
It was reported the patient was experiencing intermittent stimulation from her scs lead. Lead diagnostics showed invalid impedances on multiple contacts. Follow-up identified the patient is no longer receiving stimulation. X-rays have been ordered and surgical intervention may be pending at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.